Manufacturer narrative:
Other relevant device(s) are: product ID: 960-152, serial/lot #: unknown. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when the ent doctor tried to load a patient exam from his usb, he received a message stating "disc error". He has used this usb with the system in the past with no issues and the exams were loaded onto the usb from a spectra ids7 system. The system was running 3.17. There are known issues at all of the systems at this site with images that have been downloaded to a usb or cd/dvd. The issues is not always reproducible but we think we have isolated it to images that are uploaded from certain outside facilities and then re-downloaded. There is a dicom tag that gets added that the fusion cannot interpret. If you look at some previous cases, you can likely see it. There was no patient present at the time of the event.